Manufacturer narrative:
Device was discarded by the site. There is no allegation that the device malfunctioned.

Event description:
A philips representative reported that a cardiac lead management procedure to remove 2 pacing leads due to infection/bacteremia commenced. One lead was in the right ventricle (rv) and one in the right atrium (ra). The physician utilized a spectranetics ez lead locking device (lld) and started lasing with a 14f spectranetics glidelight laser sheath 500-302. The laser was employed for about a minute and the patient's blood pressure began to drop. Physician felt as though the ventricle was inverting due to the passive tip of the lead still being attached in the right ventricular apex. He waited about a minute and the blood pressure continued to drop down to the 20-30s. A rescue device was implemented and the pressure stabilized in the 60¿s. The surgeon was able to open the chest and repair a tear at the superior vena cava (svc)/right atrial (ra) junction. The leads were removed while the chest was open. The patient survived the procedure. There is no allegation by the physician that the spectranetics device malfunctioned.